Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawer failed. There was no report of impact to patient care.

Manufacturer narrative:
A review of the complaint history for s/n(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n(B)(6) was performed from the date of manufacture of june 23, 2020 to april 07, 2025. This review confirmed that the device has not been returned for servicing and that there is no production failures associated with it that would correlate with the customer-reported issue. According to work order(B)(4), the field service engineer fixed issues with cubie drawer 5 in the main unit, which had failed and lost bus communication. The drawer board and pmc board were replaced, but neither showed lights initially. After troubleshooting and replacing the pmc and drawer board again, the lights were restored. The keyboard cover and pyxibus cable with damaged shielding were also replaced, and diagnostics confirmed the device was fully operational. ¿ the laboratory inspection revealed wear on the keyboard cover and thermal damage to components of the pcba fh cubie pmc. A digital multimeter (dmm, eq01767, calibration valid until 05dec2025) tested the pcba drawer controller, identifying a short in component r501 without visible physical damage. Consequently, both the pcba pmc and pcba drawer controller could not be tested in the laboratory. ¿ external inspection revealed that the cover silicone keyboard showed signs of wear and had missing lettering, while the pcba fh cubie pmc exhibited thermal damage to components u301, u309, c308, and c315. The pcba drawer controller was received in good condition with no noted damage. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).